Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one infusion adapter assembled to an IV set and inserted into an infusion bag was provided to our quality team for investigation. Upon inspection, a leakage between the spike and IV bag was observed. Further evaluation identified the stopper of the IV bag was cracked, causing the leakage observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the sample evaluation, it was determined the leak occurred as a result of the crack in the IV bag stopper. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about drug leaked from the gap where the c100j infusion was inserted. (B)(6) 2024: please verify the following: was the leak between the spike of the adapter and infusion bag? Were you able to fully insert the infusion adapter? What IV bag was being used? Is the lot information available? Per response: was the leak between the spike of the adapter and infusion bag? Leak occurred between the spike and the infusion bag. Were you able to fully insert the infusion adapter? Yes, customer could insert the infusion adapter fully. What IV bag was being used? It was a normal infusion bag. Is the lot information available? Unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about drug leaked from the gap where the c100j infusion was inserted.